Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to an inappropriate shock. There was concern over possible lead on lead contact causing the noise. The patient's ejection fraction had increased, thus no lead revision was performed and the implantable cardioverter defibrillator (ICD) was reprogrammed to monitor only.the right ventricular (rv) lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient presented to the hospital and upon interrogation it was found there was still oversensing of noise along with high out of range pacing impedance measurements of greater than 2000 ohms and high out of range shocking impedance measurements of greater than 200 ohms for the rv lead. High threshold measurements along with loss of capture (loc) was also noted. Tachycardia therapy had been programmed off for almost four years. The entire system was explanted and the patient was re-implanted with another manufacturer's leadless pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed cuts in the insulation at the suture sleeve tie down site and in the suture sleeve, deformed conductor coils were noted on the proximal end of the distal spring electrode and lead insulation damage with abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead coupled with movement within the heart. The reported oversensing of noise and high pacing and shocking impedance measurements along with loss of capture were likely the result of the lead damage observed by the laboratory.

Event description:
This report is being filed to submit the analysis results.